Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump started to alarm low cartridge several hours before a cartridge change was due (possible over infusion of medication). The patient was able to successfully switch to a replacement pump with a new cartridge without having any interruptions in therapy. This event did not result in any harm to the patient.

Manufacturer narrative:
One smiths medical cadd-ms® 3 ambulatory infusion pump was returned for analysis. The pwa was found to be faulty which is noted to cause the complaint of the device alarming low cartridge before infusion is completed. Based on the evidence, the complaint is confirmed but the root cause is unknown.